Manufacturer narrative:
Investigation summary: no samples or photo were received for investigation. The missing barrel label comes from the plunger rod labeler machine. The equipment is challenged at the beginning of the shift. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: no sample were received. The missing barrel label comes from the plunger rod labeler machine. The equipment is challenged at the beginning of the shift. Root cause description: root cause_ the plunger rod labeler machine. Rationale: this is an escape from the plunger rod labeler machine. The sensor is challenged at the beginning of the shift.

Event description:
It was reported that before use of the bd posiflush¿ syringe was missing scale markings. The following information was provided by the initial reporter, translated from (B)(6) to english: prefilled catheter flusher syringe is turbid and has no mark or scale.